Manufacturer narrative:
The recipient's magnet strength has been adjusted and recipient has resumed device use. The recipient is currently using a skin barrier spray, snuggies and moleskin provided by the clinic to help reduce skin tenderness. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain from the headpiece and is unable to wear the device consistently. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.